Event description:
Patient was revised to address thigh pain and stiffness associated with an unusual amount of scar tissue, grayish fluid inside the capsule, as well as inside the cup between the apex of the cup and the metal insert. There was also evidence of metalosis (black rings and spots) on the inside of the head (from the head and neck trunion).

Manufacturer narrative:
Update: (B)(6) 2012 - litigation papers received. There is no new information that would affect the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated black material present on morse taper suggestive of wear. No mention of corrosion. Lab results form (B)(6) 2012 indicated the metal ions levels were above 7ppb. There was no mention of metallosis as previously stated. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address thigh pain and stiffness associated with an unusual amount of scar tissue, grayish fluid inside the capsule, as well as inside the cup between the apex of the cup and the metal insert. There was also evidence of metallosis (black rings and spots) on the inside of the head (from the head and neck trunnion). Update 11/16/2012 - litigation papers received. There is no new information that would affect the investigation. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated black material present on morse taper suggestive of wear. No mention of corrosion. Lab results form (B)(6) 2012 indicated the metal ions levels were above 7ppb. There was no mention of metallosis as previously stated. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/23/2015. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Correction: the femoral head and liner were received for examination. No unusual material wear or wear pattern was noted for the length of time implanted. The femoral stem associated with this patient was not returned and is presumed yet implanted. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.